Event description:
On (B)(6) 2010, it was reported that the kinair medsurg brakes were not working properly. There was no reported injury associated with this report.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to patient placement. Testing performed upon return of the bed confirmed report of brake not working properly. A root cause for the failure has not yet been identified.